Manufacturer narrative:
Upon receipt of user facility medwatch report # 1901760000-2020-8030 on 8/10/2020, we reviewed our records and confirmed the event described in the user facility medwatch is the same event which was reported in MDR 1043572-2020-00034. The table subject of the event was installed in 2016 and is not under steris service agreement; the user facility is responsible for all maintenance activities. Following receipt of the user facility medwatch, a steris service technician went onsite to inspect the table and found evidence of fluid intrusion on the table base and on the power supply. The technician also found that the surgical table did no have any rtv silicone sealant around the base covers of the table which is located directly over the power supply. The lack of sealant allowed fluid to enter the base of the table onto the electrical components and the reported event to occur. The 4085 surgical table is designed to meet ipx4 fluid ingress standards, and the normal fit of the covers, along with the rtv sealant that is applied, will prevent fluid intrusion. The 4085 surgical table operator manual states (section 5.10), "routine maintenace: sealing table covers; whenever the table column cover assembly and/or table base cover are removed and then returned, the covers need sealed to prevent fluid intrusion to meet ipx4 requirements." The reported event is attributed to user error as the user facility should have ensured the table was properly sealed prior to use. While onsite, the technician counseled user facility personnel on the importance of ensuring that the table is properly sealed following service or maintenance repairs. The user facility elected to perform the repairs to the table themselves and the table was returned to service. No additional issues have been reported.

Manufacturer narrative:
Steris became aware of this event on (B)(6) 2020 through our periodic review of the maude database. The report did not identify the name or location of the user facility or the serial number of the device in question. To date we have not been informed of this event directly from the user facility. We will fully investigate if the healthcare facility is identified at which point we will file a follow-up detailing the investigation.

Event description:
The user facility reported via use facility medwatch report number (B)(4) the following, "there was an electrical burning smell in operating room (or) at the end of the case, while the patient was still on the operating room table. We unplugged and removed all equipment with the exception of the operating room table and anesthesia machine. When patient left the operating room, we removed the operating room table and smelled the burning from there. Table brought to biomed. No patient harm. Following event, biomed: no issues were found with electrical components. Electrical safety test was performed leakage test and resistance test all passed. Performed functional test of operating room table and no burning smell occurred."